Manufacturer narrative:
A ge service rep performed an onsite investigation. The batteries, generator interface board and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The field engineer reported that the system would not boot up. There was no pt injury or death reported.